Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concludes that the visual examination of the device identified that there was contamination inside the pump, a leak was observed in cylinder 1 and a bulge was observed in cylinder 2. Although the device was returned without an allegation, the results of the visual examination of the cylinders could affect the functionality of the device. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The visual examination of the pump identified contamination inside the component. The visual examination of the cylinders identified that cylinder 1 was cut un half at the proximal cylinder body, with broken fabric treads; cylinder 2 had a bulge when inflated with syringe in proximal cylinder body. Microscopical examination of cylinder 2 identified that there was separation in the fabric in the proximal cylinder body. The visual examination performed on the reservoir did not identify any leaks in the component. Functional testing of the reservoir showed the component performed within specifications. The pump was not functionally tested due to the contamination observed and the cylinders were not functionally tested due to the leaks and bulge observed, which could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device was returned without an allegation. Analysis of the device identified a problem that could affect the functionality of the device.